Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Did the device deploy staples? If yes, were there any staples missing from the staple line? If the device deployed staples, what was the shape of the staples (b-formation, irregular, legs straight)?

Event description:
It was reported that during an unknown procedure the device ¿would not cut.¿ no additional details are known. It is unknown how the procedure was completed. There were no adverse consequences to the patient reported. The device will not be returned.